Event description:
Report received of a tubing "rupture" during use with a power injector. No specific clinical information was provided, but it was reported that an adult patient was having an unspecified CT scan with contrast using an unspecified power injector. The power injector was connected to the extension set, and was set to inject contrast at an unspecified rate and psi. At some point after the start of the injection, it was reported that the extension set "ruptured". There was no bleed back or blood loss. The extension set was replaced with primary IV tubing, and the study was completed with no further problems. There was no reported adverse patient effects. Additional information was requested, but no further information was provided.